Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent an acetabular revision of polyethylene acetabular liner on (B)(6) 2015 due to poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent an acetabular revision of polyethylene acetabular liner on (B)(6) 2015 due to unknown reasons.